Event description:
No additional information received from customer.

Manufacturer narrative:
The initial report was sent in error. The event is unlikely to cause or contribute to a death or a serious injury if it were to recur

Manufacturer narrative:
Based on the investigation results, the malfunction was likely caused by the following: component failure. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there were residues in the hoses. There was no patient involvement.